Manufacturer narrative:
The field service engineer (fse) replaced the pump microgear assembly. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable cobas® wnv - 480 assay result for a patient sample tested on cobas® 8800 system. The initial result was reactive. The sample was repeated twice and the results were non-reactive both times.

Manufacturer narrative:
The reagent lot number is n01260 with an expiration date of 31-aug-2026. The investigation is ongoing.